Event description:
The stem failure was reported on 01aug2010. Revision surgery will be performed on (B)(6)2010. Probable cause is stem/pin failure.

Manufacturer narrative:
Mechanical tests were performed on similar devices.